Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on (B)(6) 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced a cellulitis infection and skin overgrowth at the abutment site. Revision surgery to excise the excess skin and place a new abutment was performed on (B)(6) 2017 under a general anaesthetic.